Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported knotted lock line was unable to be determined. The reported difficulty removing lock line was a cascading event of the reported knotted lock line. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in report is being filed under a separate medwatch report number.

Event description:
This is filed to report difficult lock line removal. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation with a grade of 4. An xtw clip (21109a1040) was inserted and placed on the mitral valve. While deploying the clip, it was noted the lock line (ll) was difficult to remove as it was wrapped more tightly than normal. While attempting to remove the ll, it became knotted, and hemostats were needed. The ll was able to be removed and the clip was deployed without further issues. Another xtw (30113r1073) was inserted and placed on the mitral valve. However, the same issues occurred with the ll. The clip was able to be deployed, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.